Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White and brown material was observed within the device and white material was observed on the shell surface. During evaluation a rent (a) was observed on the anterior and extending to posterior aspect, measuring approximately 4.3 cm. In addition, a crease was observed in both aspects, and a rent (b) was discovered within the crease on the anterior aspect, measuring approximately 0.1cm. Microscopic examination of the rent a revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 6415571 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white and brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline, catalog: 3501680, lot: 6415571, sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old hispanic female patient underwent breast augmentation revision with mentor smooth round moderate profile 475cc saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient underwent removal and replacement with non-mentor breast prostheses on (B)(6) 2018.